Manufacturer narrative:
The device was not evaluated by invacare. Based on the information the most likely underlying cause of the failure is, the bushing is not in place, causing metal-to-metal contact, between the shaft extension of the actuator and the shoulder bolt. This will cause wear after considerable use. Review of current packaging confirmed that the bushing is assembled onto the shoulder bolt/nut on the lift boom when shipped from invacare's manufacturing site. The maintenance safety inspection checklist within the lift owner's manual instructs to inspect the hardware connecting the actuator assembly to the mast and boom and to check for wear or deterioration on a monthly basis. Any defective parts should be replaced immediately. The facility has been contacted, requesting additional information and the return of the product. The device was manufactured by invacare rehabilitation equipment (B)(4); however, they are no longer in business. The manufacturing of these lifts has since transitioned invamex. Therefore, the MDR is being filed under invamex. Should additional information becomes available, a supplemental record will be filed.

Event description:
The caller stated when they were lowering a patient the rpl450 lift the mounting holes broke on the actuator and it started to fall. The lift stopped right before the patient hit the bed.